Event description:
As reported by our edwards lifesciences affiliate in australia, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, during valve deployment, inflation difficulty was encountered. The inflation time was approximately 15 to 25 seconds. Upon further assessment of the delivery system, a kink was observed. The valve was able to be fully deployed in the intended position and the patient was stable post tavr procedure. It was believed that an acute, difficult angle in the aortic arch where the kink was observed caused or contributed to the event.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed there was a kink on the balloon shaft proximal to the handle due to packaging. There was a twist in the flex shaft at 16 cm from the flex tip. There were no abnormalities on the flex shaft noted under x-ray. The delivery system was able to be successfully inflated and deflated with no issues. Additionally, the inflation and deflation time measurements were taken and the device met specification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inflation difficulty encountered along with a kink in the delivery system was confirmed based on evaluation of the returned device. There was no indication that a manufacturing non-conformance would have contributed to the event. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As the device was able to be successfully inflated and deflated during evaluation, and no issues were noted during device preparation, it is unlikely that a manufacturing nonconformance contributed to the reported event. As reported, "during valve deployment, inflation difficulty was encountered. The inflation time was approximately 15 to 25 seconds. Upon further assessment of the delivery system, a kink was observed. The valve was able to be fully deployed in the intended position". Although the inflation and deflation difficulties were not able to be re-created during device evaluation, a twist was observed on the commander delivery system flex shaft. Per provided information, there was presence of calcification and tortuosity in the access vessel, and a kink was noted on the commander delivery system. It was also reported that the perceived root cause of the inflation difficulty was an acute difficult angle in the aortic arch where the kink was. Patient factors (i.e. Calcification, tortuosity, and small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. It is possible that the commander delivery system was twisted, kinked or excessively rotated during advancement, causing a restricted flow of fluid to the inflation balloon, resulting in the reported difficult or slow inflation and/or deflation of the balloon. Per the training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel" and "ensure the edwards logo is facing up on the delivery system." It is possible that the system was excessively manipulated/torqued during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation of the balloon. In this case, although a definitive root cause was unable to be determined at this time, the available information suggests that patient factors (calcification and tortuosity) and procedural factors (device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.